Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported a blank display from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Insulin pump was unable to perform displacement, basic occlusion, occlusion, prime, no delivery test due to blank display, minor scratches on display window and cracked reservoir tube lip.